Event description:
It was reported that the system stored untreated episodes due to oversensing of noise via air bubbles. The episodes occurred just a few days post implant. Technical services reviewed and discussed the electrograms and advised to check other sensing vectors. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.